Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during an alif case, an attempted CT to fluoro registration was aborted due to surgical team feeling like the registration was inaccurate. The manufacturer representative reported that initial registration was attempted on an image that was taken prior to cage placement. This registration passed accuracy threshold required to continue with case, but the surgical team felt that the navigation was inaccurate and aborted use of the image. The first trajectory was attempted, but was off by less than 3.5 millimeters. An x-ray was used to check the first burr hole. The representative attempted to continue with scan and plan procedure, but the wrong patient image got uploaded onto the system from the usb. The surgical team abandoned this attempt. The surgical team decided to re-scan the patient, and with the new images were successfully registered. The surgical team was able to continue with procedure. Screw placement was successful and surgery completed with no further complications. There was no patient harm and the procedure was delayed less than one hour.

Manufacturer narrative:
No parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.